Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was suspending insulin for unknown reasons. There was no reported impact to blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.